Event description:
The user alleged that while performing a procedure under general anesthesia the system would not recognize the locatable guide within the sensing volume. The site performed troubleshooting by cycling the power, swapping the locatable guide, swapping the locatable guide cable, re-positioning the pt and re-connecting all cables and cords. The nurse then went into advanced mode (in the superdimension system) and the lg was outside of the sensing field. The physician then decided to stop troubleshooting and continue the case without the superdimension system. There was no harm or injury to the pt.